Event description:
It was reported that one day post-implant, decreased r-wave amplitudes were observed. The lead was repositioned successfully. Patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.